Manufacturer narrative:
(B)(4): it was reported the patient underwent cystoscopy on (B)(6) 2011 due to urinary frequency, hesitancy and recurrent urinary tract infections. On (B)(6) 2011 surgery was planned to explant pinnacle anterior graft as well as sling, due to extreme urinary frequency bladder spasms and discomfort. It was reported that the patient underwent cystoscopy to remove and planned removal of urogynecological mesh, ureterolysis and bilateral uretal catheter placement on (B)(6) 2011 due to pelvic pain and urgency. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient also had a pinnacle mesh implanted at that time. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced pelvic pain, she had a cystoscopy urethral lysis and removal of mesh on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence and cystocele concurrently with implantation of a pinnacle mesh. It was reported that the patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, erosion, organ perforation, and vaginal discharge. It was reported that the patient underwent a cystoscopy on (B)(6) 2011 due to urinary frequency, hesitancy and recurrent urinary tract infections. It was reported that the patient underwent mesh revision in (B)(6) 2011 due to infection and pain. On (B)(6) 2011 the patient underwent explantation of pinnacle anterior graft as well as sling, due to extreme urinary frequency bladder spasms and discomfort. It was reported that the patient underwent cystoscopy to remove urogynecological mesh, ureterolysis, and bilateral uretal catheter placement on (B)(6) 2011 due to pelvic pain and urgency. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and cystocele and a mesh was implanted. It was reported that due to infections and pain, patient underwent mesh revision in (B)(6) 2011. (B)(4).